Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had a ventilator inoperative condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator alarmed for a ventilator inoperative condition and the patient's blood oxygen saturation level decreased. There was no permanent harm or injury to the patient. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to a failure of the internal windings.